Event description:
The customer reported air bubbles in the return line. The operator stopped the procedure before any air was returned to the donor. The donor was disconnected w/o further problem. Patient identifier and age are not available at this time. Patient condition is also unavailable at this time. The disposable set is not available for return because the customer discarded it. This report is being filed due to a device malfunction with the potential for injury.

Manufacturer narrative:
(B)(4). Investigation: the run data file (rdf) was analyzed for this event. There was a 'return pressure too high' alarm seconds after the system began the first return. The run was terminated from the alarm screen. There was no pause during 'blood prime return' which can be an indication of a sterile docking of a new needle. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.